Event description:
It was reported that during the replacement of the pulse generator, the physician decided to check the left ventricular lead by means of fluoroscopy, the lead was dislodged and capture was at 5v, 1.5 ms. The lead was explanted and replaced. The patient's condition was - good - before and after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.